Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records of the provided product/lot code combinations found no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided medical records finds it is unlikely that there was a manufacturing fault. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address increasing metal ion levels (cobalt 141, chromium 61). Update rec'd 10/1/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, swelling, inflammation, infection, damage to surrounding bone and tissue, multiple dislocations, and lack of mobility. A doi has been provided. There is no new additional information that would affect the outcome of the investigation. Update 11/10/2014- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis reaction, and metal debris within the cup. The cup was also revised, but for unknown reasons (no loosening or malpositioning noted) and while removing it there was a fracture of the acetabulum. Lab results from (B)(6) 2012 indicated high metal ions (above 7ppb) so the stem is being added for the high metal ions. The patient also experienced a fall (B)(6) 2012 causing a greater trochanter fracture that was repaired with two screws (unknown manufacturer). These screws were loose and removed during the (B)(6) 2012 revision. There was no mention of infection or dislocation during this revision. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/27/2015.